Event description:
User stated she had a pt sample with erroneous high results for calcium, bicarbonate and glucose. The results were not reported but were immediately repeated and the repeat results were reported. Initial calcium result was 13.2 mg per dl, repeat result was 9.2 mg per dl. Initial glucose result was 240 mg per dl, repeat result was 125 mg per dl. Initial bicarbonate result was 43 mmol per l, repeat result was 27 mmol per l. No treatment was received based on the erroneous results.

Manufacturer narrative:
The field service rep could not determine a cause. He verified analyzer operation by performing a photometer check, and a check test, which were both within specification.